Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6)2014, upon sensor pod removal, sensor wire was missing from sensor pod. Patient's mother did not report any injury or medical intervention at time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).